Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and an elevated blood glucose (bg) level displayed as "high," however, specific bg value was not provided. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the emergency room one day later with the issue resolved and no permanent damage. Reportedly, the customer was using fiasp insulin; however, the customer alleged that the pump was not functioning properly. Tandem customer technical support (cts) informed customer that fiasp is off label per the user guide and performed a pump data log review to determine a possible cause, however, cts found that the pump was set to storage mode and the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.